Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient¿s right ventricular lead had insulation breach at the proximal end. It was also noted that there was a fault occurring during a dft test. It was unknown if the fault was related to the lead or the competitor implantable cardioverter defibrillator. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A partial lead with the distal end measuring 44.4cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.